Event description:
The customer reported that the unit would not save images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro functions printed circuit board and the power cord on the workstation were replaced. The communication nodes and calibration files were reloaded. The system was tested and found to be working as intended and put back into svc.